Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, at the time of releasing the clip, there was no clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location. Block h10: investigation results the returned resolution 3060 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and has evidence of premature deployment (yoke is attached to the control wire). Microscopic examination was performed, and it was found that the device has evidence of premature deployment. No other problems with the device were noted. The reported event of clip prematurely deployed was confirmed. It is possible that the device returned without the clip assembly, after performing a visual/microscope inspection it was noticed that the control wire did have the yoke attached to it, clear evidence of a premature deployment. This problem could be caused due to operational factors during the procedure such as trying to open the clip once it was already activated, however this is only a hypothesis. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on (B)(6) 2023. The anatomical location is unknown. During the procedure, at the time of releasing the clip, there was no clip. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.